Event description:
It was reported that bd vacutainer® push button blood collection set had a delayed retraction. The following information was provided by the initial reporter: "the pbbcs that should rebound after use is not fully retracted, and part of the needle is exposed. One is affected, and the sample has been thrown away."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but two (2) photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for retraction issue with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but two (2) photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for retraction issue with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer¿ push button blood collection set had a delayed retraction. The following information was provided by the initial reporter: "the pbbcs that should rebound after use is not fully retracted, and part of the needle is exposed. One is affected, and the sample has been thrown away."